Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per patient report, the 19 mm epic valve implanted on (B)(6) 2012 was explanted on (B)(6) 2014 as the valve no longer worked as intended. The patient has no additional information and saw a different surgeon for the redo avr. The redo avr was a 19 mm masters series valve which remains implanted. No additional information was provided.